Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, a rotated heart and thin leaflets. It was noted that imaging was difficult. An xtw clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment per the physician is due to patient conditions (thin leaflets and gap). Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip occurred due to rotated heart. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.